Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an elective replacement, a set screw on the cardiac resynchronization therapy defibrillator (crt-d) was stuck. The physician was unable to release this right atrial (ra) lead from the header and it had to be surgically abandoned. The distal portion of the lead remains in the device header. A new right atrial (ra) lead was implanted. There were no additional adverse patient effects reported.